Event description:
It was reported that during preparation of a 3.5x18 rx multi-link 8 coronary stent system, it was noted that the stent was not mounted on the balloon when the protective sheath was removed. Reportedly, the dislodged stent was found on the stylet. There was no resistance felt during removal of the stylet. The device was not used and there was no patient involvement. The procedure was completed with a new same size rx multi-link 8 coronary stent system without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned stent, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.